Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were unable to receive insulin when giving a bolus or basal. The customer also reported that they were hospitalized twice due to high blood glucose. The customer's blood glucose during the incident was 281 mg/dl. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.